Event description:
Procedure type: roux-en-y. According to the reporter: after firing, a re-anastomosis was needed, but not disclosed why. The patient's small bowel was thinner than normal and narrow. A 21mm eea was then used but it was noticed the anastomosis was occluded. A third eea of unknown size was used to complete the procedure. No further information has been disclosed.